Event description:
It was reported that the fastrac was placed (pull technique) and a few months later, the removal under transparietal way is impossible.

Manufacturer narrative:
A complaint history review could not be completed since the lot number was not indicated. The complaint is inconclusive since the product was not returned for evaluation.